Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that ¿take the skin effect is not good¿. On (B)(6) 2016, it was clarified that the issue was the doctors¿ feedback was that the machine was not easy to use, the skin taken is uneven, and the motor is weak. The event occurred during surgery on (B)(6) 2016 with no harm to the patient or operator. The blade was placed properly for use and the device has not been repaired by anyone other than zimmer biomet. The surgical technique for the device was utilized and the patient was under anesthesia during the 20 minute delay. On (B)(6) 2016 it was further clarified that the harvested graft was usable and there was no additional graft taken. It was also noted that there was no additional device used in the procedure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on november 8, 2016 revealed that the motor was below motor speed specifications at 2510 rpm. The control lever torque testing was not performed. The control bar was flush with the master blade. The device was out of calibration at all four settings. Repair of the air dermatome was performed by zimmer biomet (B)(4) on march 10, 2017 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, ball bearings, motor sleeve, swivel and reciprocating arm. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was below motor speed specification and the device was out of calibration at all four settings. The root cause of the device taking bad skin effects cannot be specifically determined with the provided information. The issue was resolved with the replaced the vespel sleeve bearings, semi-circle bearings, screws, ball bearings, motor sleeve, swivel and reciprocating arm. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the taking of the skin effect is not good. There was a 20 minute delay reported. The surgery was completed by manual taking of the skin with blade. No adverse events were reported as a result of this malfunction.